Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeons were buzzing tissue which was grasped with a clamp and the tip of the electrode flamed up. The flame came from the pencil and continued to burn away the coating of the electrode after it was activated. There was no patient injury.